Event description:
Customer reported a cracked and shattered touchscreen on the pump, which became unresponsive and illegible after the customer fell onto it. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and instructed the customer on necessary steps, including storing and returning the damaged pump, programming settings into the new device, and connecting the cgm to the replacement. Customer acknowledged all instructions, and technical support confirmed that a replacement pump would be shipped without requiring a delivery signature. Customer will use a backup pump for insulin delivery.